Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump prompted customer to fill tubing multiple times and would not allow customer to continue with load process. Reportedly, customer loaded new cartridge and resumed insulin delivery. No adverse impact on customer's blood glucose.